Event description:
The metal cover at the elbow of a prx6000 surgical light counterbalance arm was hanging out of the arm. The nurse who was injured reached up to move the light and cut their hand on the metal cover, requiring stitches.